Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the MRI tech said, "the patient's device has been inactive for some time." The reason for being inactive was unknown. No further complications were reported. No patient symptoms were reported.